Manufacturer narrative:
Supplemental to update h.6 codes, code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the reason the stimulator was replaced was that it was not working right. The patient clarified that the implant needed to be charged more often and their healthcare providers were concerned that all of her falls may have damaged the stimulator. The patient did not specify if the stimulator was confirmed to be damaged from the falls. The patient had the old stimulator and leads removed and the new device was placed on the other side because she couldn¿t reach behind her on that side due to an unrelated surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for spinal pain .it was reported that patient had numbness. It was reported that patient had replacement ins two days go. No further patient symptoms or complications were reported in this event. Additional information was received from the patient. It was reported that patient just got out of the hospital following the device replacement. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient experienced numbness from the lower back, buttock, and top of their legs. Turning the stimulator off made this worse and they think a nerve was pinched from surgery. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.